Manufacturer narrative:
The carefusion field service representative evaluated the ventilator and was unable to duplicate the reported complaint.

Manufacturer narrative:
(B)(4). Evaluation by the carefusion field service technician is anticipated but has not yet begun. (B)(4).

Event description:
The customer reported that while in patient use there is a honking noise coming out of the limit diaphragm when the limit knob was turned, the oscillator stopped and there was no map reading. The oscillator was removed from the patient and the patient was placed on another oscillator, there was no patient harm.